Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the during total laparoscopic colectomy, the operator reported intolerance to abdominal pressures maintained by the insufflator manifested by increased heart rate. Consequently, the procedure was converted to laparotomy. There were no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (d9) and to provide an update to fields (d8, h3, h4, h7, and h9). The device was evaluated by olympus, and gas leak from the primary tube was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no log data was provide during inspection and the root cause of the reported event could not be determined with the information received. Additionally, it is likely that gas leakage from the primary tube occurred due to gap at the k-connector (bottle connection) unit. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.